Manufacturer narrative:
(B)(4). Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a ¿robot assisted partial nephrectomy," the ats45, with a vascular load was being used to staple the artery. Once the artery was clamped, the stapler would not release. After much effort, the stapler finally released, but the artery was not stapled. An alternate device was used to staple the artery. Patient consequence was not reported. No other information was available.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2021. D4: batch # u5e277. H6: component code: mechanical(g04). Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload no loaded in the device. The reload was received unfired. The functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what may have caused this condition. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure.